Manufacturer narrative:
The device evaluation was completed on 4/15/2021. It was reported that a patient underwent a procedure with a pentaray nav high-density mapping eco catheter. It was reported clotting on the pentaray nav high-density mapping eco catheter. The catheter was replaced and the issue resolved. Procedure was successfully completed. No patient consequences were reported. The device was returned to biosense webster for evaluation. Bwi conducted a visual inspection and irrigation test of the returned device. Visual analysis of the returned device revealed that no damage or anomalies were observed on the pentaray nav eco. No clot was observed. In addition, an irrigation test was performed in accordance with bwi procedures. The catheter failed the test since the irrigation tube was found folded inside the tip area. No other damage was observed that might have contributed to the occlusion of the catheter. It should be noted that device failure is multifactorial. For irrigation failure, the instructions for use contain the following precaution; flush the catheter with heparinized saline prior to insertion into the body. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. As part of bwi¿s quality process all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. H 6. Component code of ¿appropriate term/code not available¿ represents the clot. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a procedure with a pentaray nav high-density mapping eco catheter and a clot issue occurred. It was reported clotting on the pentaray nav high-density mapping eco catheter. The catheter was replaced and the issue resolved. Procedure was successfully completed. No patient consequences were reported. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. The clot issue was assessed as MDR reportable.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on (B)(6)2021. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(6).